Event description:
It was reported that during a laparoscopic gastric bypass, the tech was trying to load a blue cartridge when it was noticed that the metal sled from the prior firing was stuck in the cartridge channel of the device. Another device was used to complete the procedure.

Event description:
It was reported that the device reached the elective replacement indicators (eri) and defaulted to right ventricular (rv) pacing mode which caused the patient to go into acute heart failure approximatley two weeks after the rv pacing began. The patient was hospitalized and treated for congestive heart failure and pneumonia. During an office follow-up, the default programmed pacing was observed and the patient was hospitalized and their programming was adjusted until the device was explanted and replaced. The physician expressed concern over the default programming settings when a device reaches eri when it could compromise the patient's heart failure condition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge pan the (B)(4) device was received for analysis with no visual non-conformances and without a cartridge present. In addition a cartridge pan was found lodge inside the device channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. A batch record review was performed and no anomalies were noted during the manufacturing process.